Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer was failed to unlock. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, a field service engineer investigated and diagnosed the device but found no issues. The customer tested the drawers several times without any problems. The system functioned as intended after the field service engineer investigated the device.